Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - analysis could not confirm the reported event. No anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator (epg) "froze" during the pacing, but the epg continued the normal operation. The epg was exchanged. There were no patient complications as a result of this event.

Event description:
It was reported that the external pulse generator was frozen during the pacing, but the external pulse generator operated normal. The external pulse generator was exchanged. No patient complications have been reported as a result of this event.